Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received stated that the patient lost significant weight and the ipg was causing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention at a later date due to an unknown reason.